Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male was implanted with an impella cp for mechanical circulatory support. It was reported that bleeding was noted at the groin access site. It was also observed that the device was in the papillary muscle close to the mitral valve. The medical professional repositioned the impella cp numerous times with no success. The decision was made to replace the device. Explant was performed and a new impella cp was placed without further complications.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. B5 bleeding was erroneously included on the initial manufacturer device report number. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. G1 reporting address was inadvertently omitted on the initial manufacturer device report numbers. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number. H6 health code clinical code 1888 was erroneously entered on the initial manufacturer device report number.